Event description:
Information was received from a consumer regarding a patient who was implanted with a device. It was reported that the device ¿burned him and it fried him and really messed him up.¿ there were no further complications reported. No further information is known regarding this event.